Event description:
It was reported that the device was called out due to leaking tubing. Client reported tubing was leaking from filter, bottom left. Notable white precipitate to exterior of filter. The tubing was changed, and the device was wiped. The product fault occurred while in use with the patient, and there was unknown signs or symptoms experienced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - product received date 10/14/2024. H3/h6 - test data. One used sample was received for evaluation for the complaint that the device was called out due to leaking tubing. A lot history review could not be conducted because no lot number(s) was/were identified. The visual and functional testing was performed. The complaint of leakage could not be replicated or confirmed.